Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of unanticipated therapy delivery was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.

Event description:
It was reported that the ICD delivered inappropriate shocks to the patient. Oversensing was not reproduced. The ICD was explanted, and the patient was fine.